Manufacturer narrative:
The dispatched service technician on site determined that the ps500 battery set was being found out of specification and could not hold the required charge. As the log file of the affected device was not available for the investigation the exact device behavior during the event could not be retraced. According to the customer, the device had posted the alarm message «battery low» prior to battery depletion. Based on the investigation results on site, the alarm message «battery discharged» could not be raised in the specified timeframe due to the worn-out battery condition. If the battery is discharged and the mains supply is missing, the device additionally gives an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A voluntary recall has been initiated regarding this topic and has already been reported to the FDA. The customer has been informed via safety notice and the affected device is currently being updated with the final technical solution.

Event description:
The customer reported that while the ventilator workstation was connected to a patient and running on battery power, the ventilator workstation alarmed for low battery and then shut down 30 seconds later. No patient injury was reported.